Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received noted that the patient's death was not related to procedure, device or study. Hospital records on 04/07/16 show device interrogated with normal device function.